Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced e-3 error message. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e3 error message. Customer feels physically fine at this time. Customer states when inserts a test strip, meter produces an e-3 message. Verified customer is using proper test strips opened today. Customer inserted a brand new test strip into meter and e-3 message appeared immediately.